Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the incision to remove the broken needle piece from under the skin made during the initial procedure?yes. No patient consequence, except that the second needle broke under the patient's skin. It was necessary to retrieved the needle's parts under the skin. No lot number available (the device's packaging was discarded). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. A first needle bends when passing of a somewhat hard skin level. The second breakage under the patient's skin: necessary to incise the skin to recover it recurrent problem with this material which regularly requires the use of several devices for the same gesture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2022 additional information: d9, h3, h6 h3 investigational summary: two failed suture needles were submitted fractographic evaluation. The components were identified as product code x834h. One suture needle was listed as ro-0615042, and the other as ro- 0615043. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.